Event description:
The posterior capsule had been torn during phacoemulsification and a vitrectomy was performed. The surgeon inserted a 19.0 dipoter model cq2015 three piece collamer lens and the lens tore upon insertion. The lens was removed without enlarging the incision and no sutures were required. Another lens was implanted.